Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
While performing an intramedullary nailing of the femur, insertion of the proximal portion of the 10mm ti cannulated lateral entry femoral nail, fractured the bone resulting in an iatrogenic subtrochanteric fracture. The surgeon continued insertion, locked the nail and completed the procedure. X-rays taken verified the fracture. Surgeon continues to monitor the patient.